Event description:
Healthcare professional (hcp) at center reports pt (pt) presented to ER with complaints of nausea, chest pain and s.o.b. A few hrs following an uneventful hemodialysis treatment. A reused ct190g dialyzer, crit-line and cobe c3 device were used during pt treatment. The pt required 5 units prbc's for drop in hematocrit (hct) from 31.2 to 14.3. The pt was hospitalized for 11 days with a diagnosis of acq hemolytic anemia and defibrillation syndrome. The pt's hct was stable at 34.1 upon release from the hosp. The hcp reports he does not believe the dialyzer to be the direct cause of the hemolysis event.